Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer's blood glucose level was 180 mg/dl. Customer loaded a new cartridge to resolve the issue. In addition, it was reported that the customer experienced a low blood glucose (bg) level of 27 mg/dl. Reportedly, the customer delivered intended amount, but ended up over calculating how many carbohydrates were actually consumed. Customer consumed carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.